Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. The customer was unable to recall the blood glucose (bg) level at the time of event but indicated that it was below 300 mg/dl. The customer continued to use the pump for insulin therapy.